Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen on the screen after the screen had gone blank. Customer stated that the screen went blank and when changing the battery to a new one now the medtronic sign was stuck on the screen. The battery cap was not damaged or corroded. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.